Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: extension; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the left insertion site of the orbital system was again inflamed. In addition, erythema was noted along the wire approximately 5cm. The patient noted that it was going on for five days but failed to mention it to anyone until 2015-(B)(6).the patient was evaluated at the surgery center and was prescribed cephalexin for one week. There was to be follow-up in three days. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that all wounds had healed well.

Event description:
It was reported that approximately two weeks ago, the distal tip of the right occipital lead eroded through the patient¿s skin. Lead migration had occurred. The irritation wasn¿t noticed until sunday. The patient was seen in the emergency room and given keflex. The following symptoms were noted at the lead location: drainage/ incisional wound opening, erosion and infection. The diagnosis / onset of infection was the date of this report. The type of infection was unknown. It was unknown if cultures were taken. The day following the diagnosis / onset of infection, the occipital leads, extensions and battery were removed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Omitted information - patient was using stimulation to treat gastric paresis and had lost 75 pounds over the past six months.